Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump reported bad sensor twice. Troubleshooting was performed. Customer's blood glucose was 131 mg/dl. Verified alerts in the history. Sensor was inserted (B)(6) 2014 on right side of the navel, uses serter. Alert occurred after initialization and second consecutive calibration error. Customer was advised to remove and change sensor. No further information reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.